Event description:
It was reported that a cs/csl/geradschaft-plus extract screw m6 has a broken thread. As this was noticed upon field inspection, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that a cs/csl/geradschaft-plus extract.screw m6 has a broken thread. The device, intended for use in treatment, was returned for investigation. Upon visual inspection, it can be confirmed that the thread of the device is stripped at the distal end. Further signs of use are visible. The production documentation of the returned device was reviewed, however there were no deviations found. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Two additional complaints were reported for the batch in scope with a comparable failure mode. The failure mode and the severity are covered through smith and nephew¿s risk management files. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. A review of past corrective actions was performed. No further escalation is required. Based on the performed investigations, the relationship between the reported event and the device was confirmed and the root cause is attributed to a design issue. A new design version was already released. To date, based on the available information, the need for further actions is not indicated. Smith and nephew will monitor the devices for further similar issues. The returned device will be discarded. Internal complaint reference: (B)(4).